Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6). Implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software product ID a820 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient called back for assistance with pairing their new communicator. The patient was continually getting ¿no device found¿ after pressing ¿switch communicator¿. The agent had the patient toggle off/back on location and bluetooth, restart both devices, and close/reopen the myptm app without success. The agent conferenced on the hcit agent who reset network settings and communication manager settings and ensured settings were up to date, but the patient was still getting ¿no device found¿ and the screen wouldn¿t get to ¿select communicator¿. It was verified that both devices were fully charged, the patient was holding the communicator over the pump as instructed, and the communicator was not charging during the call. During the call, the patient mentioned that they were still not getting meds due to the inability to connect to pump. The patient also mentioned having an appo intment with their physician on the 21st. An email was sent to the repair department for a replacement communicator. No indication of patient harm. Additional information was received from the patient who called back for tracking information. During the call, the patient stated they were still in so much pain due to the inability to bolus. Additional information was received from the patient. It was reported that the patient called back and stated they weren't able to receive a bolus yesterday due to seeing 'not found.' The manufacturer's patient services specialist (pss) was unable to resolve the patient seeing 'not found,' then getting 'no device found.' Pss conferenced in healthcare it (hcit). In settings, the handset and communicator were able to pair, but were not able to pair in the myptm app due to seeing 'no device found.' The patient confirmed that the communicator was not plugged in and was fully charged at time of call. Hcit assisted the patient in toggling off/back on bluetooth and location, reset network settings, and force stopped the myptm app. Pss redirected the patient to their healthcare provider (hcp) to discuss this at their appointment tomorrow, due to new equipment and troubleshooting not resolving the issue. The patient ag reed to speak to their hcp about this. Pss reviewed manufacturer resources for hcp. Pss reviewed the manufacturer representative (rep) role with the patient, redirected the patient to their hcp, and provided nas phone number if the patient would like a rep at their appointment. The patient expressed concern that youtube was on the handset because they hadn't seen that before, but hcit and pss reviewed with the patient. Hcit was unable to remove youtube due to the patient not having wifi. The patient stated that they were divorced and were concerned that someone was hacking into their pump. The patient stated they felt that the handset being hacked into was why they couldn't connect, and not their pump. Pss reviewed with the patient and redirected them to their hcp.